Manufacturer narrative:
Exact date unknown, event occurred in approximately (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7101515/7101409.

Event description:
It was reported that the patients device was giving a fever. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted device components will not be returned.